Manufacturer narrative:
As received, the device was in backup mode. The device was cut open for further testing and battery was found in the normal range. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid, consistent with the reported events. As a result of this finding, abbott is performing further investigation.visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was consistent with a power supply error condition. Visual inspection found header delamination occuring between the header and can attachment, which allowed body fluids to enter the header attachment area. The device was tested on the bench and low impedance measurements were found between the feed though pins. The cause of the bvvi was determined to be due to body fluids entering the delaminated area and causing a shorting between the feed-though pins. The header anomaly was suspected to have been caused by a potential manufacturing anomaly.

Manufacturer narrative:
The reported events of lead [low impedance, no capture, and sudden battery voltage drop] were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and presented in clinic. Upon review, the pacemaker was found in backup vvi mode. The device was restored on (B)(6) 2019 and the patient reported feeling significantly better. The day after the clinical visit, the patient reported feeling dizziness again. The patient was seen (B)(6) 2019 in clinic, and the pacemaker was found in back up vvi mode again. The follow up clinical visit on (B)(6) 2019 noted the patient felt like he would pass out and get winded easily. The device was explanted and replaced on (B)(6) 2019. The patient was stable after the procedure.